Manufacturer narrative:
Exemption e2015054. (B)(4). (B)(4) complaint was received during this report period. It was determined to be misapplication. The reported device is labeled for single use. The device is not reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes "1" malfunctioned event which is associated with the escape of a liquid or gas from the vessel or container in which it is housed. Patient information was confirmed for the event. 1 female patient age is (B)(6).